Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported as "surgeon thought femur was loose because patient was experiencing pain. Upon inspection and removal of femur it was found that the femur was well fixed and that the knee needed to be cleaned up from osteophytes that may have been causing the pain when the knee rotated. The femoral sleeve was covered in bone growth and was well fixed. Surgeon implanted a srom hinge femur." No surgical delay reported. Doi: (B)(6) 2019, dor: (B)(6) 2021, right knee.